Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was at the customer site and observed that the sample probe on the act diff 2 instrument was partially plugged. The fse replaced the probe and the vacuum isolator chamber (vic) to resolve the reported issue. The repairs were verified by the fse. The failure mode is attributed to the probe which was replaced by the fse. Patient information was not provided by the customer for this event. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  Bec internal identifier - (B)(4).

Event description:
The customer reported that their coulter ac·t diff 2 analyzer generated erroneous high platelet (plt) results on patient samples. There was no report of erroneous results reported out of the lab from the provided information. There was no report of change or effect to patient treatment in connection with the reported event. Patient data was not provided by the customer for this event.